Event description:
The health care professional reported that when the patient's catheter was cut during replacement surgery, it drained cerebrospinal fluid. It was also reported that they were getting volume discrepancies during refills of the patient's pump. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).